Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the pulse wire inside the cable connecting the distribution node (dn) to rear therapy pad (te) was shorted inside the dn, and the trunk cable had an intermittent open along the front pulse wire. The cause of the test failure was the shorted pulse wire in the dn to rear te cable and the open pulse wire in the trunk cable. The root cause of the shorted and open pulse wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "check therapy pad" messages.